Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.40 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitor[s], which resulted in a high current condition.

Manufacturer narrative:
This device has been returned for analysis. Upon completion of the analysis, this event will be updated.

Event description:
Boston scientific received information that a replacement procedure was performed. This cardiac resynchronization therapy defibrillator(crt-d) device was removed, replaced and returned for analysis. There was concern that the battery depleted more rapidly than expected. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.